Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that there was a ¿finger pointing icon¿ when the manufacturer representative was trying to charge the implantable neurostimulator. The finger pointing icon was actually noted to be the reposition antenna icon. The patient¿s implantable neurostimulator was confirmed to be discharged as the patient has not been using her device. A physician recharge mode was performed. The cause of the reposition antenna screen was determined to be that the patient¿s recharger was not positioned correctly over the battery, so the recharger was repositioned, and it has been resolved. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the caller stated the patient's device is no longer activate. The caller did not now know any additional details regarding this or when it was no longer activate. No further complications were reported. No patient symptoms were reported.